Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary some of the keys were not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard letters were not working. A technical support specialist (tss) guided the customer to reboot the station. The issue was resolved after the reboot. The system functioned as intended after the technical support specialist troubleshot the device.